Event description:
It was reported an air leak was noted at the hemostasis valve when inserting the lasso catheter and checking the air aspiration. There was no reported pt injury.

Manufacturer narrative:
One 8f fast-cath introducer was received for evaluation. Review of the device history record confirmed this met mfg requirements prior to shipment. Functional testing identified a leak at the hemostasis valve which was caused by a tear at both ends of the manufactured slit of the hemostasis valve. It is uncertain what caused the seal to tear.